Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site stated that to recover coherent movement with the endoscope, the surgeon did a system power cycle with the instrument docked. The technical support engineer (tse) informed that they would call back the reporter once the full logs would be available. In addition, the tse asked the site to manually rotate the endoscope multiple times and see if there was a non linearity or blockage in the movement. During a later call, site confirmed that the procedure ended with the same endoscope. No further error or issue reported. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event. .

Event description:
It was reported that the 30-degree endoscope moved with non-intuitive motion one time. The customer was able to use the same endoscope to complete the procedure. The endoscope's movement was smooth for the rest of the procedure. There were no reports of patient injury. Intuitive received the following additional information via follow up: the reported issue occurred with the surgeon's head inside of the viewer, while trying to manipulate instruments. The endoscope moved in the opposite direction of the surgeon's commands. There was no shakiness, friction, collisions, nor interference experienced. The issue was persistent until the system was restarted. The issue occurred while the surgeon was trying to change viewing angles. The endoscope has been used later on multiple times and the customer wishes to keep it like that.